Event description:
It was reported that during a procedure to upgrade the patient to a bi-ventricular device, the existing pulse generator exhibited a sudden rate decrease. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.